Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a stenting procedure, a stent failed to deploy. The target lesion was located on the iliac artery. A 16mm x 90mm x 100cm wallstent-uni metallic stent was used to cross the target lesion through a 16f sheath. Upon deployment it was noticed that the 16mm x 90mm x 100cm wallstent-uni metallic stent "shot forward and then wouldn't deploy". The device was removed from the patient. No patient complications were reported. However investigation results revealed a partially deployed stent.

Manufacturer narrative:
(B)(4). Device returned to MFR. Device was returned, analysis found that the stent was partially deployed by approximately 60 mm. No issues were noted with the profile of the device. During analysis it was possible to fully deploy the stent without issue. No issues were noted with the movement of the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).